Manufacturer narrative:
E1 - (B)(6). One used list # lat-d1000, connector tego was returned for evaluation. As received, a seal tearing and collapsed was observed, no mating device was returned for evaluation. Complaint can be confirmed. The probable cause of resistance during hemodialysis disconnection is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Corrective and preventative actions are in process. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a connector tego¿ where the customer reported that during the hemodialysis disconnection procedure, resistance was encountered while attempting to salinize the arterial catheter line. The syringe was subsequently disconnected, and an inspection of the connector's membrane was conducted, revealing it to be wrinkled. The failure occurred after the hemodialysis had been completed, while the catheter lines were being flushed with saline. Therefore, there was no occlusion in the dialysis flow at any point. There was patient involvement, but harm was not reported as a consequence of this event.